Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by using a wired footswitch. A philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the wireless footswitch was not working intermittently. The philips field service engineer (fse) inspected the system onsite through a subsequent case and tested the system by turning off and reconnecting the base station with a footswitch and found that the system was working normally. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless foot switch intermittently failed to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.